Event description:
It was reported that approximately eight months post port placement on right subclavian, the catheter was allegedly separated form port. It was further reported that proximal catheter segments are migrated into right cardiac and the other end into left cardiac. Reportedly, additional intervention was required to remove the segments. Patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, five electronic photos and a medical video was provided for review. The investigation is confirmed for the reported disconnection and migration issues as a fluoroscopy video shows an attempt to snare an object resembling a catheter from the region of the heart. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2021), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video and photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2021). Device pending return.

Event description:
It was reported that some time post port placement on right subclavian, the catheter was allegedly separated form port. It was further reported that proximal catheter segments are migrated into right cardiac and the other end is for left cardiac. Reportedly using additional interventional to remove the segments. Patient current status was unknown.